Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced worsening renal function, bilateral hydronephrosis, recurrent cystocele, renal insufficiency, neurogenic bladder, severe polymicrobial urinary tract infection, (B)(6), urosepsis, right iliopsoas abscess, recurrent psoas abscess, urinary obstruction, infections, permanent injury, mental and physical pain, suffering, severe pain, severe emotional distress, mental anguish, loss of enjoyment of life, disability and impairment. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metabolic acidosis from intraabdominal abscess. Related to MFR# 2183959-2016-00006.